Manufacturer narrative:
Attempts to obtain patient information yielded no response from the customer.

Manufacturer narrative:
Event date: (B)(6) 2015. Received by MFR date: 07/02/2016. Conclusion / root cause: this sensor board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device shut down while in use. No patient harm reported.